Event description:
Boston scientific received information that telemetry could not be established with this implantable cardioverter defibrillator (ICD) following a non-device related surgery. Upon magnet application, tones were not emitted from the device. The device was replaced with another manufacturer's device. When the device was removed from the pocket it was noted that the case was deformed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted the case was swollen and there is body fluid contamination in the lead barrels. The device has no telemetry and no magnetic tones are emitted when a magnet is placed on the device. The pulse generator case was then removed. Internal visual inspection noted the cell was swollen. This is normal due to the cell being depleted. An external power source was connected to verify the internal current of the device. The power supply voltage measurements were normal. During analysis, all current measurements were within normal limits. Manual electrical measurements noted normal pacing, sensing, and defibrillator functions.

Manufacturer narrative:
The device has not been returned for analysis. This report will be updated should additional information become available.